Manufacturer narrative:
Correction to h6; type of investigation, investigation findings, investigation conclusion. The 23mm sapien 3 valve was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The following instructions for use (IFU) were reviewed: commander delivery system with s3. Based on this review, no IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The reported event for post implant-central regurgitation was unable to be confirmed due to no imagery or medical records provided. Due to unavailability of valve serial number, DHR review was unable to be performed to determine if a manufacturing non-conformance contributed to the complaint. A review of IFU/training materials revealed no deficiencies. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Per the instructions for use (IFU), valve regurgitation is a potential adverse event associated with bioprosthetic heart valves and the tavr procedure. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration, including calcification, non-calcific degeneration, leaflet thickening or fibrosis, or a combination of these. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. As reported, "the valve appeared to have been deployed in a 50/50 position (quite low)" and "approximately after 5 years, there was moderate transvalvular leak and the mean gradient was 30mmhg. Approx 1 year later of this central regurgitation, the patient presented with cardiac decompensation, and underwent a successful valve in valve procedure with a sapien 3 ultra. It was suspected that the leaflet was overhang due to low deployment of the initial implant." The valve was deployed low (50/50: ao/lv) or malposition. Valve malposition may result in the possibility of the native leaflets hanging over and covering the outflow of the valve, resulting in reduced coaptation of the valve leaflets, resulting in central regurgitation as reported. In this case, available information suggests that procedural factors (thv malposition) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
The investigation is ongoing. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2023-16501. H3 other text : valve remains implanted.

Event description:
As reported by our edwards affiliates in the united kingdom, approximately after 5 years post-tavr implant using a 23mm sapiens 3 valve, there was moderate transvalvular leak, and the mean gradient was 30mmhg. Approximately 1 year later the valve presented with central regurgitation. The patient underwent a successful valve in valve procedure with a sapien 3 ultra due to cardiac decompensation.